Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated the device the checked a second time one week later and no additional out of range measurements were noted. No x-ray or additional testing was performed. The physician will continue to monitor the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room due to her device emitting tones. System evaluation identified a pacing impedance measurement greater than 2200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating the device was still emitting tones and the rv pacing impedance was still out of range. Threshold measurements were also elevated. Fluoroscopy did not identify any lead issues and no setscrew issues were observed during the revision procedure. The pace/sense portion of the rv lead was removed from service and replaced. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.